Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had displayed its service wrench and would not work. Upon inspection, it was observed that the device had displayed all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker failure analysis center further evaluated the customer's device and verified the reported issue. The data file was downloaded and reviewed. The date file indicated that the internal hybrid layer capacitor (hlc) battery had been allowed to deplete until it had a low voltage. The likely cause of the reported issue was use error because the user did not replace the charge-pak when the device indicated it needed to be replaced.

Event description:
A customer contacted physio-control to report that their device had displayed its service wrench and would not work. Upon inspection, it was observed that the device had displayed all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.